Event description:
This patient experienced 40 inappropriate shocks due to a lead fracture. The device and fragments of this lead were explanted. The tip and distal coil remains in the ventricle. The patient was given a life vest. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.